Event description:
It was reported that the customer collapsed while wearing the insulin pump. The caller stated that his blood glucose was unknown at the time of the incident, but that the paramedic were called to the home and then he was taken to a hospital. The caller stated that the insulin pump did not delivery of insulin and the customer asked for a candy bar just before falling. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.